Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9, the date should be 17-feb-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the water leaking from a-rubber glue (bending section cover) and foreign material remaining at a-rubber glue (bending section cover) occurred due to insufficient or incorrect reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There were few additional findings during device evaluation. The adhesive of the bending section cover was separated and cracked. The insulation of the distal end cover was less than the threshold value. The light guide lens was chipped. The distal end cover was cracked and had a sharp edge. The bending tube was deformed. The connecting tube was discolored and had a scratch. The switch keytop had cuts. The universal cord had a scratch. The plug unit was cracked and the scope connector cover was broken. The angulation in all directions was less than the specified value. The play of the angle knob is out of the normal state in all directions. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was foreign material between the cementing and bending section cover as per the inspection report. The issue was found during maintenance. The endoscope was tested during yearly inspection, repaired and was a ready for use endoscope. There were no reports of patient harm associated with the event.